Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. A third party field service request was initiated and then cancelled per the customer's request. The customer states that they will handle the repairs.